Event description:
A hospital trialing product reported that they had multiple nurses report that after accessing the valve they heard a pop and blood or fluids sprayed out. There was no report of patient harm or medical intervention. The customer stated that no further patient or event information was available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported problem. The customer stated the set has been discarded and is not available for investigation.